Manufacturer narrative:
(B)(4). Date sent: 4/1/2026. D4: batch # 148d69. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received all drivers up without staples, the washer partially cut; some nicks were noted along the washer and with the knife recessed below the reload deck. Upon visual inspection of the knife, nicks were observed along of the knife. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. One possible cause for this type of damage to the knife and washer are when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery's quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 148d69, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2026. Correction to h6.

Manufacturer narrative:
(B)(4) date sent: 1/12/2026. Additional information was requested and the following was obtained: how many devices were used? (2 devices) what reloads were used? (No reloads were used except the 2 staplers gcs40g with their pre-filled reload in each) was a leak test performed? If so, what type and what was the result? (The leak appeared intra op and was apparent by vision in the middle of the staple line, thatswhy they used another device) was the staple line visualized endoscopically during the initial surgical procedure? (No) how many days postoperative did the leak occur? (The leak happened intra operatively) how was the leak identified? (Mentioned above) what was observed at the site of the leak upon reoperation? (No reoperation, the leak appeared in the original operation and was closed in the first operation) how was the leak addressed? (Mentioned above) were the staples the appropriate shape? (No info provided) were there any issues experienced with the device in the initial surgical procedure? (No info provided) does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. (The surgeon believe the intra operative leak due to deficiency of the devices).

Manufacturer narrative:
(B)(4). Date sent: 12/9/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: was there a patient consequence? If yes, how was the issue addressed? There was a leak in the middle of the staple line, after which the surgeon used another gcs40g device distal to the initial one. A second leak in the middle then appeared at the new staple line, and the surgeon subsequently closed the defect with sutures. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Yes. The surgeon created a stoma for the patient as a result of the event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, after using two staplers per IFU. After observing the staple line, there was an opening in the middle that were not stapled and made a leak.